Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: bypass tube would not enter the sheath on two 18fr manta devices in a row. The third manta worked, and we had a great result. Additional information on 31may2022: the entire manta sheath was removed otw, and a new sheath was placed for the second manta deployment. The bypass tube did not buckle or bend when it met severe resistance. Current patient condition is reported as fine. Associated to MDR 3010252479-2022-00246 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure. No issues were encountered advancing and withdrawing the procedural sheaths. During deployment, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while attempting to advance the bypass tube into the sheath hub. The bypass tube did not buckle or bend when excessive force was used attempting to try and push the bypass tube into the sheath. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to MDR fu-3010252479-2022-00246 manta.